Event description:
This spontaneous case was reported by a consumer and describes the occurrence of surgery ("due to disabling symptoms, she has had one surgery and is waiting for another") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced surgery (seriousness criteria disability, medically significant and clinically significant/intervention required). The patient was treated with surgery (unspecified surgery). At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The reporter commented: she has almost six years suffering disabling symptoms caused by essure, has had one surgery and is waiting for another. She added that nobody informed her that she will lose her fallopian tubes and uterus the end with the symptoms. Case was retrieved from a "starting petition" web site (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: surgery. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: (B)(4). Sample was not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality-safety evaluation of ptc received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer. She stated she suffered disabling symptoms caused by essure (fallopian tube occlusion insert), has had one surgery and is waiting for another. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. This particular case was received via social media with limited information. However, as consumer related her unspecified symptoms to essure and since no alternative explanation was provided for her surgery, causality with the suspect insert cannot be excluded. Considering surgery was required, this case was regarded as incident. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. No active follow-up will be pursued (lack of contact details).